Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited r-waves less than 2 mv in the clinical events box. Also, some beats are not sensed by device. The device's sensitivity was changed to most; however, this did not resolve the undersensing. Guidant received additional information that review of stored episodes revealed the presence of noise on the electrograms. The device's sensitivity is programmed to most.